Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit passed self test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with minor scratches on lcd window.

Event description:
It was reported that the customer received a notice recall on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient asked to have insulin pump replaced with a no scroll feature. The customer was advised that he will be placed on the list. The customer stated that his current insulin pump is rejecting calibrations more frequently that the old insulin pump. The customer was advised that uploading to carelink may help us determine why he continues to have this problem. The customer declined troubleshooting and stated that we can view insulin pump when this pump is returned.